Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) report sent to update product returned dated that had been submitted incorrectly on previous report. Produt has not been returned at this moment

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported implant removed due to peri-implantitis in a few months patient will return for a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. D1: brand name. D2: type of the device. D4: additional device information updated. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date changed to unknown. H10: additional narrative.

Event description:
No further event information is available at the time of this report.